Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. During placement, while performing final flush, a horizontal leak was noted between hub and distal to the suture wing at the 1 centimeter mark.